Event description:
It was reported that balloon rupture occurred. The 50% stenosed target lesion was located in the moderately tortuous and calcified tibial artery. A 1.5mm x 40mm x 150cm coyote balloon catheter was advanced for dilatation. However, during inflation at 14 atmospheres, the balloon leaked. The device was removed and inflated outside patient, and a hole on the balloon was noted. The procedure was completed with a different device. There were no patient complications reported.